Event description:
The customer reported to olympus that while using the biopsy forceps, the cups could no longer be opened and closed, after being used several times since they were brand new. The issue was found at preparation for use, the procedure was completed with a similar device and there was no patient harm associated with this event. The device was returned and evaluated, and foreign material was found adhering to the forceps. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The cups remained closed and did not open or close when the slider was operated. The linkage mechanism at the distal end (arms of the cups) was found to have foreign materials. By ultrasonically cleaning the tip of the forceps, foreign matter could be removed, and the cup could be opened, but there was a feeling of being caught in the opening and closing operation. After applying the lubricant, the cup opened and closed smoothly. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the cups do not open and close because foreign materials have adhered to the linkage mechanism. It is likely that the adhesion of foreign matter is due to insufficient cleaning. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿reprocess the instrument immediately after use by immersing it in a neutral, low-foaming, medical-grade detergent solution, then following the cleaning and sterilization procedures in this chapter. Failure to reprocess the instrument immediately after use, or using another type of detergent may cause corrosion at the instrument¿s distal end. This could cause components to fall off during use and may interfere with operation of the cups.¿ ¿when inserting the instrument into the endoscope, hold it close to the biopsy valve or t-plug and keep it as straight as possible relative to the biopsy valve or t-plug. Otherwise, the insertion portion could be damaged.¿ ¿lubrication 1. Immerse the insertion portion in the lubricant for 2 to 3 seconds. 2. Remove the instrument from the lubricant. 3. Operate the slider to open and close the cups two or three times. 4. Wipe the exterior of the instrument with a clean, dry lint-free cloth and allow the instrument to air dry.¿ this supplemental report includes information added to b3. Olympus will continue to monitor field performance for this device.